Manufacturer narrative:
D9: product received date 24-sep-2024. H3: one device was returned for repair with complaint of air in line error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Confirmed complaint that the unit has an intermittent issue with the air sensor. The air sensor was replaced. Device was running normally post repair.

Event description:
It was stated that the device had an air in line error. The product fault occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.